Manufacturer narrative:
One ensite x amplifier (sn: (B)(6)) was received for evaluation. The field reported event was not able to be duplicated. Evaluation testing was successful. Based on the information provided to abbott and the investigation performed, the reported event was not able to be confirmed, and the root cause remains undetermined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified.

Event description:
During a supraventricular tachycardia case, communication issues resulted in a procedural delay. While mapping, abnormal catheter motion and a significant "lag" from when the catheter was moved to when it showed the movement on the ensite system were observed. The cim was exchanged, as that is where the catheter that was experiencing the issues was plugged in and a new port on the amplifier was also tried to see if this resolved the issue. While the abnormal motion was better, the lag was still present. The catheter was exchanged, which did not resolve the issue. The amplifier was replaced which resolved the issue and the procedure was completed with no adverse consequences to the patient.